Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the reservoir had an occlusion. The blood glucose at the time of the incident was 110 mg/dl. The customer states the insulin pump alarmed motor error. The customer states the drive support cap appears normal and was not exposed to a high magnetic field. The pump history was not checked for motor position encoder error. The customer states they are able to rewind the pump. The customer noted the reservoir was wet and the center portion is protruded. The tubing cap is dry and the needle is straight. The customer states the alarm occurred during the prime process. The customer was instructed to prime and was not able too. The customer was then instructed to change reservoir and was able to complete the prime process. The customer was advised that changing the reservoir resolved the issues.